Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 700cc mentor memorygel breast implant prosthesis. Post-operatively, the patient suffered from a double bubble deformity and breast pain associated with her right breast implant. Additionally, she was diagnosed with bilateral sagging and lateral malposition of her breast implants. Due to the issues, a computerized tomography scan was conducted, which suspected that the right breast was ruptured. As a result, the patient underwent removal and replacement with allergan implants on (B)(6) 2022. Upon explant, the right implant was confirmed to be ruptured. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-08506 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain, device migration, cutaneous contour deformity, anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 01, 2022, mentor completed an evaluation on a photo that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 04, 2022, mentor received a suspect medical device with lot number 9418235 and accompanying paperwork. The paperwork indicated both devices were explanted and the right implant was confirmed ruptured. Additionally, it was reported that the right device could not be returned due to the physical state of the device and only the left device was to be returned. The ruptured right device was initially reported as lot 9418235. However, in light of the fact that the surgeon stated the ruptured device could not be returned and the returned device was lot 9418235, this lot cannot be the right ruptured implant. Therefore, the contralateral device reported, lot 7466670, must be the right implant. The new information has been populated in the appropriate fields. The size, brand name, and catalog are the same for the two devices. Lot: 7466670. Serial: (B)(6). A manufacturing record evaluation (mre) was performed for lot 7466670, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).